Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the motor speeds were unstable, the machined head and power switch assembly were damaged, 2 screws were missing from the machined head, the reciprocating arm was worn, and the device was out of calibration. The motor, reciprocating arm, power switch, machined head, pin, screws, and bearings were replaced, and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: south africa.

Event description:
It was reported that during surgery, the unit kept switching off and eventually it went dead. There was no patient harm. There was no medical intervention. There was no surgical delay. Due diligence is complete. No additional information is available.